Event description:
Event description guidant received information that this left ventricular lead (4543) would not remain lodged in the target vessel during the implant procedure. The lead was not implanted. Another model (4549) was attempted, however, difficulty was encountered when removing the whisper guide wire from the open lumen lead. Upon visual inspection, the lead insulation was observed to have fractured. This lead was also not implanted and a competitor's lead was placed. Both attempted leads were returned to guidant. An iron man guide wire was also returned to guidant for analysis.